Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
A follow visit was performed. No issues were found and a decision was made to further monitor this system.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this right ventricular lead displayed a high out of range shock impedance measurement. This information was provided to the physician and a follow up visit will be performed in the near future. No adverse patient effects were reported.